Event description:
A female patient contacted lifecor customer support to report that when she went to replace her battery pack she got a "reinsert battery" message. The patient stated that she tried a second time then put it back on the charger. She stated that charger displayed the green "charging" light and a "battery fault" light. Her other battery pack is operating normally. A replacement battery pack was provided to the patient.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "reinsert battery" message and the simultaneous green "charge" light and red "battery fault" lights on the charger was a defective battery cell with the pack. The negative side cell of the 3 cell pack had developed an internal short, which in turn, discharged the 2 remaining cells. The root cause of the shorted cell cannot be positively identified. The defective cell pack will be replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.